Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1461) on 13-oct-2015. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pains / extreme stabbing pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diabetes mellitus ("beginning stages of diabetes"), headache ("constant headache"), menorrhagia ("very heavy menstrual cycles with huge clots"), back pain ("severe back pains"), pain ("sharp pain shooting through her body"), bone pain ("her bones literally ache"), pain of skin ("her skin literally ache"), skin burning sensation ("when she scratched anywhere on her body, her skin burned"), dyspepsia ("heartburn every single day"), hypertension ("high blood pressure"), anaemia ("on the verge of being anemic"), fatigue ("extremely tired all the time"), peripheral swelling ("feet and hands swell all the time"), paraesthesia ("feet and hands swell all the time got a tingling feeling in them"), mood swings ("mood swings"), gingival disorder ("bad gum disease"), tooth fracture ("her teeth were breaking off left and right/top teeth are breaking") and bone loss ("bone loss in her gums which was causing her bottom teeth to loosen up") and was found to have weight increased ("gained a lot of weight") and blood cholesterol abnormal ("cholesterol was off"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, diabetes mellitus, headache, menorrhagia, back pain, pain, bone pain, pain of skin, skin burning sensation, dyspepsia, weight increased, hypertension, blood cholesterol abnormal, anaemia, fatigue, peripheral swelling, paraesthesia, mood swings, gingival disorder, tooth fracture and bone loss outcome was unknown. The reporter considered anaemia, back pain, blood cholesterol abnormal, bone loss, bone pain, diabetes mellitus, dyspepsia, fatigue, gingival disorder, headache, hypertension, menorrhagia, mood swings, pain, pain of skin, paraesthesia, pelvic pain, peripheral swelling, skin burning sensation, tooth fracture and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-oct-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pains / extreme stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diabetes mellitus ("beginning stages of diabetes"), headache ("constant headache"), menorrhagia ("very heavy menstrual cycles with huge clots"), back pain ("severe back pains"), pain ("sharp pain shooting through her body"), bone pain ("her bones literally ache"), pain of skin ("her skin literally ache"), skin burning sensation ("when she scratched anywhere on her body, her skin burned"), dyspepsia ("heartburn every single day"), hypertension ("high blood pressure"), anaemia ("on the verge of being anemic"), fatigue ("extremely tired all the time"), peripheral swelling ("feet and hands swell all the time"), paraesthesia ("feet and hands swell all the time got a tingling feeling in them"), mood swings ("mood swings"), gingival disorder ("bad gum disease"), tooth fracture ("her teeth were breaking off left and right/top teeth are breaking") and bone loss ("bone loss in her gums which was causing her bottom teeth to loosen up") and was found to have weight increased ("gained a lot of weight") and blood cholesterol abnormal ("cholesterol was off"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, diabetes mellitus, headache, menorrhagia, back pain, pain, bone pain, pain of skin, skin burning sensation, dyspepsia, weight increased, hypertension, blood cholesterol abnormal, anaemia, fatigue, peripheral swelling, paraesthesia, mood swings, gingival disorder, tooth fracture and bone loss outcome was unknown. The reporter considered anaemia, back pain, blood cholesterol abnormal, bone loss, bone pain, diabetes mellitus, dyspepsia, fatigue, gingival disorder, headache, hypertension, menorrhagia, mood swings, pain, pain of skin, paraesthesia, pelvic pain, peripheral swelling, skin burning sensation, tooth fracture and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Event pelvic pain category changed non-serious to serious incident. Cluster ID, removal date was added. Insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.